Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the injection gold probe did not heat up. There was no visible damage to the device or its packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was able to report the upn; however, the lot number is unknown, therefore the manufacture date and expiration date are unknown. However, it was confirmed that the device was not used past its expiration date. A visual examination of the returned device does not present any anomalies. Based on functional evaluation, the needle extends and retracts correctly. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both test. The complaint was not confirmed; the returned device was within specifications. A review of the device history record was not possible since the customer was not able to report the lot number for this device.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the injection gold probe did not heat up. There was no visible damage to the device or its packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, it was confirmed that the device was not used past its expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.